Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up. The device exhibited vf/vt episodes attributed to noise. External noise was suspected. Programming changes were made to address the issue. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).